Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that either her insulin pump or sensor alarmed with a communication error, and that she received a few lost sensor alerts. The patient's blood glucose at the time of incident is unknown. The customer stated that she tried a new sensor and that it would not communicate with her pump. Shortly after setting up the new sensor, her insulin pump alarmed with a failed self-test. Troubleshooting was initiated for the failed self test alarm, and the customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump and sensor were returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed for a failed self test, a lost sensor alarm and had no communication on the blood glucose meter due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.